Event description:
Customer reported seeing smoke from the pyxis anesthesia device. No patient or user was harmed.

Manufacturer narrative:
(B)(4). (B)(4). Additional data / failure investigation customer reported liquid spill to the rear of the pas device while in use. Customer reported observed seeing electrical smoke in the rear of the device. Device was disconnected from power and removed from the room. Damaged part was replaced by field service technician and the device placed back in service after successful testing.